Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. Visual inspection and functional testing was performed. The power supply was found to be damaged. The cause of the damaged power supply is unknown. The power supply was replaced to correct the condition. The pump passed all tests and was returned to good working order. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
During on-site service, a baxter service technician found that a flogard infusion pump had a damaged power supply. This was identified during evaluation; therefore, there was no patient involvement. Additional information is not available.